Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is pending. Should additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that there was a leak originating from the drain bag of the disconnect y-set discovered during the drain phase of peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual and functional tests, including leak, clear passage, and clamp function testing, were performed with no issues noted related to the reported issue. Upon completion of the investigation, the reported problem and its cause could not be verified. Should additional relevant information become available, a supplemental report will be submitted.